Event description:
It was reported by distributor per customer that product was being taken out of package and needle fell off. There was no patient consequences reported. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Please specify if the needle broken or pull off of the suture? The needle was not obviously broken or damaged, it pulled directly off the suture. 2. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the needle detached during removal from the package, we were not able to completely remove the suture from the package before the needle came off. 3. Is the damaged device available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? Yes, we still have the suture and the suture package but the needle has already been properly disposed of. Investigation summary: according to the information received, it was reported pull off suture needle pre-op. The product was returned to ethicon for evaluation. One labeled winding former with a suture partially dispensed was received for analysis. Product code mcp942g. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the suture was detached from the needle since the insertion end of the suture did not meet the requirement. The needle was not returned for visual inspection. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.